Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited varying shock impedance measurements, including <20 ohms and >125 ohms. It was also reported that noise could be easily recreated on the shock channel. A guidant technical services consultant discussed a potential loose setscrew or connection issue.